Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented that the stylet insertion test was performed successfully using a new stylet. There was a slight resistance observed when performing the stylet insertion test. Destructive analysis was performed to try and determine cause for slight resistance. Distal conductor obstruction or distortion was not observed. In addition blood was not observed in the distal conductor.

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The lead had a possible obstruction in the lumen, as the stylet would not pass all of the way down, and switching to a different stylet did not help. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.